Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure using a 29 mm sapien 3 ultra resilia valve, the access route appeared favorable on pre-procedural computed tomography (CT), showing a gentle curve, a minimum luminal diameter (mld) of 6.4 mm, moderate tortuosity, and no significant calcification. A 14 fr dilator was used to insert the 16 fr esheath+ through the right femoral artery without resistance. When inserting the commander delivery system (ds) into the esheath+ following the standard procedure, significant resistance was encountered at the partially expandable section. Fluoroscopy revealed that part of the stent of the transcatheter heart valve (thv) appeared to peel upward. The ds was withdrawn, but the thv detached and remained within the esheath+ at the partially expandable section. The esheath+ was removed and replaced. At this point, the ds could not be advanced but could be retracted. Inspection of the removed esheath+ revealed a small pinhole in the partially expanded section. The new kit was opened, and the thv valve was successfully implanted without issues. The devices will be returned for evaluation.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report number in h10. Updated b4, d9, g3, g6, h2, and h3. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual examination the crimped valve was noted to have one strut bent outwards at the inflow side and the frame appeared to be distorted at the outflow. Two struts appeared to be bent slightly outwards at the outflow side. Due to the nature of the complaint, no functional or dimensional testing was performed. The valve frame damage was confirmed based on returned device evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''when insertion of the commander delivery system (ds) into the esheath+ following the standard procedure, significant resistance was encountered at a partially expandable section. Fluoroscopy revealed that part of the stent of the thv valve appeared to peeled upward. Therefore, it was decided to withdrawal. While attempting to withdraw the ds, the thv valve detached from the ds and remained inside the esheath+ (at the partially expandable section), so esheath+ was also removed and replaced. At this point, the ds could not be advanced, but it could be pulled back.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'' and ''if push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace.'' In this case, the patient's access vessels had reportedly ''moderate'' tortuosity, which can create a challenging pathway during delivery system advancement and contribute to resistance. It was reported that ''significant resistance was encountered'' during delivery system advancement through the sheath, and a valve strut was seen to be bent backwards on fluoro, suggesting that high push force was applied to advance the delivery system and valve through the sheath/tortuous anatomy. The valve frame may have interacted with the sheath due to the high push force, potentially causing a strut to be bent at the inflow side as reported and observed. Additionally, per IFU and training manual, ''withdraw the delivery system and sheath as a single unit completely.'' In this case, it was decided to retrieve the valve due to the resistance encountered. However, as reported, the crimped valve on the delivery system were retrieved through the sheath, instead of as a single unit with the sheath. During the retrieval process, contact between the valve and the sheath may have caused the bent struts at the outflow size as observed. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (high push force, crimped valve withdrawal through sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.